Event description:
It was reported that the patient presented to the emergency room with a low heart rate, and the device could not be interrogated. It was noted that the patient had been lost to follow-up, and the device was at end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion.